Manufacturer narrative:
The investigation is ongoing and the return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed.csi ID: (B)(4).

Event description:
Following several balloon dilatations, a non-csi guidewire was advanced to the left main coronary artery (lm) and circumflex artery (cx). A wire exchanged was performed for the viperwire advance guide wire and the diamondback 360 coronary orbital atherectomy device (oad) was advanced. The oad was spun on low speed and high speed for a total of 20 treatments. An attempt to advance a non-csi microcatheter to the lm was unsuccessful, it was suspected it was due to the viperwire spring tip becoming fractured. The spring tip was located in the distal cx. The microcatheter was removed and another non-csi guide catheter was advanced and a wire exchange for a non-csi guide wire was performed. Intravascular ultrasound (ivus) was checked, and the fractured component was observed to have moved to the cx exit where it was most calcareous. The decision was made to brace the entire cx and then brace the fractured viperwire spring tip against the vessel wall with stents. Stents were placed in the distal lm to proximal cx. Ivus was checked again and showed good stent placement. The patient was stable and did not experience impact from the reported issue.

Manufacturer narrative:
The reported device was inadvertently discarded after receipt. The results of the investigation are inconclusive since the reported device was lost after receipt and could not be analyzed. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).